Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse initiated gemzar, a chemotherapy infusion and the tubing started to leak from the access port. The infusion was stopped and the spill was cleaned up. There was no harm caused to the patient from the event, however, the treatment was delayed due to the IV fluid having to be remade.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse initiated gemzar, a chemotherapy infusion and the tubing started to leak from the bag access port. The infusion was stopped and the spill was cleaned up. There was no harm caused to the patient from the event, however, the treatment was delayed due to the IV fluid having to be remade.

Event description:
The customer reported that the nurse initiated gemzar, a chemotherapy infusion and the tubing started to leak from the bag access port. The infusion was stopped and the spill was cleaned up. There was no harm caused to the patient from the event, however, the treatment was delayed due to the IV fluid having to be remade. Received a copy of the customer's sus voluntary event report from the FDA, which states "the nurse attempted to hang a pt's chemotherapy infusion. The drug was started and began leaking from the smartsite bag access port that had a red cover on it at the injection site underneath bag. About 4-5 drops were noted leaking through the port. The infusion was stopped and a chemo spill kit retrieved and used. Drug sent back to pharmacy."